Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) mrn 2029046-2023-01448 for product code unk_c3 cs refstar - deflectable (2) mrn 2029046-2023-01450 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter) on 07-jul-2023, it was noticed that the b5. Event description reported in the initial 3500a is incorrect. Field b5. Event description has been populated correctly. The event is being corrected from: ¿it was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The caller reported that when the physician had inserted the decanav catheter and advanced it into the coronary sinus, it seemed that the decanav catheter "went out too far." The caller reported that shortly after that, the patient's blood pressure dropped. The anesthesiologist administered "livo" medication to the patient, and the blood pressure normalized. The caller reported that upon inspection on ice, no effusions were noticed. The patient's blood pressure then dropped again. The caller then reported that a large pericardial effusion was confirmed on ice. The caller reported that the medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed, as some of the fluid was recycled back to the patient. The caller reported that the physician believes that the cause was that the decanav catheter went out too far in the coronary sinus. The caller reported that the patient is in stable condition. The following bwi devices were also in use: decanav catheter "df curve" catalog number: unknown lot number: unknown¿ and corrected to: ¿it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an unknown decanav electrophysiology catheter. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion (pe) was noticed in the patient. They reported that when the physician had inserted the decanav catheter and advanced it into the coronary sinus, it seemed that the decanav catheter "went out too far." They reported that shortly after that, the patient's blood pressure dropped. The anesthesiologist administered "livo" medication to the patient, and the blood pressure normalized. They reported that upon inspection on intracardiac echocardiography (ice), no effusions were noticed. The patient's blood pressure dropped once again. A large pericardial effusion was confirmed on ice. The medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed, as some of the fluid was recycled back to the patient. The physician believed that the cause was that the decanav catheter went out too far in the coronary sinus. The patient was in stable condition at the time of the call. The adverse event occurred on 07-jul-2023. It was discovered post use of bwi products. The doctor was unsure what caused it. Intervention provided was a pericardiocentesis. Outcome of the adverse event was fully recovered (no residual effects). Other relevant history reported was that the patient had a history of poor lungs. The patient also had an abundance of scar on her posterior wall with zero previous ablations. Smartablate generator was used. Transseptal puncture was performed with a baylis rf needle 98 cm no catalog number. Prior to noting the pe or CT, ablation was performed. There was no evidence of steam pop. The event occurred after ablation phase. Irrigated catheter was used in the event, the flow setting was 50w 15. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used was tag size 3, 3 sec for 3mm, 25% 3 grams. No additional filter used with the visitag. Color options used prospectively was impedance. All devices were discarded by the lab staff.¿

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an unknown decanav electrophysiology catheter. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion (pe) was noticed in the patient. They reported that when the physician had inserted the decanav catheter and advanced it into the coronary sinus, it seemed that the decanav catheter "went out too far." They reported that shortly after that, the patient's blood pressure dropped. The anesthesiologist administered "livo" medication to the patient, and the blood pressure normalized. They reported that upon inspection on intracardiac echocardiography (ice), no effusions were noticed. The patient's blood pressure dropped once again. A large pericardial effusion was confirmed on ice. The medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed, as some of the fluid was recycled back to the patient. The physician believed that the cause was that the decanav catheter went out too far in the coronary sinus. The patient was in stable condition at the time of the call. The adverse event occurred on (B)(6) 2023. It was discovered post use of bwi products. The doctor was unsure what caused it. Intervention provided was a pericardiocentesis. Outcome of the adverse event was fully recovered (no residual effects). Other relevant history reported was that the patient had a history of poor lungs. The patient also had an abundance of scar on her posterior wall with zero previous ablations. Smartablate generator was used. Transseptal puncture was performed with a baylis rf needle 98 cm no catalog number. Prior to noting the pe or CT, ablation was performed. There was no evidence of steam pop. The event occurred after ablation phase. Irrigated catheter was used in the event, the flow setting was 50w 15. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used was tag size 3, 3 sec for 3mm, 25% 3 grams. No additional filter used with the visitag. Color options used prospectively was impedance. All devices were discarded by the lab staff.

Event description:
It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The caller reported that when the physician had inserted the decanav catheter and advanced it into the coronary sinus, it seemed that the decanav catheter "went out too far." The caller reported that shortly after that, the patient's blood pressure dropped. The anesthesiologist administered "livo" medication to the patient, and the blood pressure normalized. The caller reported that upon inspection on ice, no effusions were noticed. The patient's blood pressure then dropped again. The caller then reported that a large pericardial effusion was confirmed on ice. The caller reported that the medical intervention provided was a pericardiocentesis, and it is unknown how much fluid was removed, as some of the fluid was recycled back to the patient. The caller reported that the physician believes that the cause was that the decanav catheter went out too far in the coronary sinus. The caller reported that the patient is in stable condition. The following bwi devices were also in use: decanav catheter "df curve"

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number pc-001371725 has two reports: (1) mrn 2029046-2023-01448 for product code unk_c3 cs refstar - deflectable (2) mrn 2029046-2023-01450 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter).